Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open. During pipeline shield deployment, proximal part was twisted and pipeline shield couldn't open proximally despite of two attempts. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the basilar and vertebral junction. The max diameter was 7mm and the neck diameter was 4mm. The distal landing zine was 4.1mm and the proximal landing zone was 4.55mm. Vessel tortuosity was moderate. Angiographic result post procedure was decrease in blood flow rate into the aneurysm. No symptoms were reported.

Event description:
Additional information received reported the procedure was completed by implanting medtronic pipeline shield device.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within an opened pipeline flex outer carton (b167484), and within an opened pipeline flex inner pouch (b167484). Visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~47.2cm. No bends or kinks were found with the phenom 27 catheter body. The pipeline flex braid, sleeves and tip coil were found extending out from the phenom 27 catheter distal tip. The phenom 27 catheter distal tip was found in good condition. The pipeline flex embolization device was pushed out from within the phenom 27 catheter, deploying the braid. No bends or kinks were found with the pipeline flex pusher. No stretching or elongation of the pusher was observed. The pusher was found detached at the distal hypotube weld (solder joint). The pipeline flex braid proximal and distal ends were found open, but damaged (frayed). The pipeline flex pusher sleeves and tip coil were found in good condition. Testing/analysis: the detached pipeline flex pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental and failure analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open proximal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. In addition, the pipeline flex braid was found fully open. It is possible the damage found with the pipeline flex braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Information regarding if the braid was deployed in a vessel bend was not provided. Regarding the solder joint separation issue, separation can occur due to excessive force or inadequate solder /tinning. The analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.